Event description:
No chest wiggle from vent. Ventilator had stopped working & there was no audible alarm. Ventilator was replaced with a functioning hfov.====================== health professional's impression======================no adverse event. No harm to patient.